Event description:
Customer reported button error alarm on her insulin pump. Customer's blood glucose was 98 mg/dl at the time of the call. Troubleshooting found customer's insulin pump was exposed to water. Customer is advised to revert to her back-up plan while her replacement insulin pump is being shipped. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.